Manufacturer narrative:
Additional information was received that the patient underwent catheter ablation for atrial fibrillation (af) the day the low out of range pacing impedance measurement was observed. Programming changes were made prior to and following the procedure. No additional information is available at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a low out of range pacing impedance measurement less than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.